Manufacturer narrative:
This report was initially submitted following a report from a customer in (B)(6) regarding a false resistant oxacillin result for a staphylococcus aureus blood culture isolate, in association with the vitek® 2 ast-p592 test kit. The customer reported that the cefoxitin screen was negative and was changed to positive by therapeutic correction, and oxacillin was resistant (mic >4). The customer stated alternate testing produced oxacillin susceptible (mic= 0.5 ). Pbp2 was negative and pcr for meca and mecc were negative. Agar disc diffusion was susceptible for both cefoxitin and oxacillin. Biomérieux investigation was conducted. However, the customer did not comply with biomérieux request for patient isolate submittal. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. No investigational testing is possible. Review of manufacturing batch records for ast-p592 lot #3720789203 indicated the lot met final qc release criteria. This lot passed qc performance testing. The investigation concluded there is no evidence to suggest ast-p592 lot #3720789203 is performing outside of specification.

Event description:
A customer in (B)(6) reported a (B)(6) result for a staphylococcus aureus blood culture isolate, in association with the vitek® 2 ast-p592 test kit. The customer reported that the cefoxitin screen was negative and was changed to positive by therapeutic correction, and (B)(6) was resistant (mic >4). The customer stated alternate testing produced (B)(6) (mic= 0.5 ). Pbp2 was negative and pcr for meca and mecc were negative. Agar disc diffusion was susceptible for both cefoxitin and (B)(6). The customer stated there was a delay in reporting results over 24 hours, and there was no impact to the patient or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.